Manufacturer narrative:
H11 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The sheath on the electrode is gone. The cable and liquid delivery lines are cut from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review identified similar reported events; however, no distinct trend has been observed for the reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review found that as the IFU for the aris coblation turbinate reduction wand does warn, ¿a periodic inspection of the system is recommended before and during surgery, in case any damage has occurred, as this could adversely impact performance, safety, and clinical results. Safe and effective electrosurgery is dependent not only on equipment design, but also, to a large extent, on factors under the user¿s control.¿ the photos provided were reviewed and the confirmed the report. However, they do not aid in determining the clinical root cause. Per the report, the surgeon observed the white circle in the middle of the electrode, in the second procedure the circle had peeled back, and he decided to still use the device for both of the surgeries. The root cause has been associated with a component failure. Factors that could have contributed to the reported event include crushing or exposure to elevated temperatures during transport or storage of the product. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, before a turbinate reduction, when the aris wand was taken out of the packaging, a white circle was observed in the middle of the electrode. Surgeon decided to still use the device for the surgery. During the second turbinate reduction, it was noticed that the coating and the white circle had peeled back. The procedure was completed without a surgical delay using the same s+n product. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.